Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of tissue growth was observed partially occluding the proximal end of the inlet extension. The remaining blood-contacting surfaces of the pump revealed no other developed depositions or thrombus formations. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), revealed no findings that would have contributed to a functional issue. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 10.5" from the pump housing. An additional distal portion of the dl was returned, measuring approximately 8". The remainder of the driveline was not returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The apical sewing ring was not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached surrounding the graft and bend relief hardware. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue during support. Electrical continuity testing of the returned dl was conducted, and all wires were found to be electrically intact. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists driveline infection and bleeding as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with moderate gram-positive cocci in pairs, moderate gram-positive coccobacilli, many staphylococcus aureus, and many corynebacterium species on (B)(6) 2023. The patient was admitted on (B)(6) 2023 and underwent a heartmate ii to heartmate 3 pump due to significant bleeding from the driveline exit site. Post exchange the infection was controlled, the patient was extubated and remained in the intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.